Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer ppt(r) plasma preparation tube k2e 9.0 mg experienced air bubbles in gel. This event occurred 1900 times. The following information was provided by the initial reporter: translated to english. The customer stated "when preparing to use ppt tubes for blood collection, found that the gel was all air bubbles."

Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg experienced air bubbles in gel. This event occurred 1900 times. The following information was provided by the initial reporter: translated to english. The customer stated "when preparing to use ppt tubes for blood collection, found that the gel was all air bubbles."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.